Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was selected for implant using a 12f amulet delivery sheath. There as no pericardial effusion noted prior to procedure and the patient's rhthm was in atrial fibrillation. The transeptal puncture was mid to inferior/posterior it's noted during procedure that there was a perforation of the left atrial appendage during placement of the occluder resulting in a 20mm circumferential, pericardial effusion and cardiac tamponade. The patient had a minimum activated clotting time (act) level of 315 seconds and a maximum act level of 363 seconds. The patient was taking oral anticoagulants and a single antiplatelet drug prior to procedure. While applying counterclockwise tension to the delivery sheath and pushing the entire system to place the occluder more distally in the left atrial appendage, the echocardiogram view slightly changed. A white structure resembling the transverse sinus appeared around the ball-shaped occluder. This led to the judgment that the occluder had perforated the wall of the left atrial appendage and entered the transverse sinus in a ball-like state. However, even after injecting contrast, the expected leakage of contrast agent was not confirmed, and the vital signs and pericardial effusion remained unchanged. There were not multiple wire of delivery sheath exchanges. The guidewire was positioning in the upper pulmonary vein. The patient's left atrial pressure was 12mmhg at the time of procedure. A wire was never placed in the left atrial appendage. A new 12f amulet delivery sheath was inserted on the opposite side, and contrast was performed with a pigtail, but no clear leakage of contrast agent outside the left atrial appendage was confirmed by angiographic evaluation. A transesophageal echocardiogram was performed and revealed perforation findings. It's noted that the occluder was partially recaptured twice during procedure. The 22mm amplatzer amulet occluder was retrieved and removed. A new 22mm amplatzer amulet occluder was prepared and implanted immediately. After the patient returned to the ward, the pericardial effusion gradually increased on the posterior wall side, leading to the judgment of cardiac tamponade, and drainage was performed using a pericardial puncture kit. The patient 's blood pressure increased from systolic 105mmhg to 135mmhg. Drainage was managed overnight, and by noon the next day, about 300ml of drained effusion was confirmed. Since the bloody appearance was decreasing, the drainage was removed. Prior to removal, a transfusion with 2 units of red blood cells was performed. The patient in the ward was able to rest in bed and eat. Drain removal was confirmed. There is no allegation of malfunction against the abbott devices or procedure. The cause of the perforation is attributed to the first 22mm amplatzer amulet occluder. The patient was stable at the time of report.

Manufacturer narrative:
It was reported that during procedure that there was a perforation of the left atrial appendage during placement of the occluder resulting in a 20mm circumferential, pericardial effusion and cardiac tamponade. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the perforation was attributed to the initial occluder, and the tamponade was considered a cascade effect of this complication. The unexpected medical intervention was a result of case specific circumstances, as pericardiocentesis and blood transfusion were performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.